Event description:
See h10.

Manufacturer narrative:
The investigation of the returned coil system found the implant separated from the pusher and stretched at the proximal section, which is consistent with the alleged product issue. The investigation found that the implant's monofilament at the tie knot showed a tensile break shape, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing retraction forces over specification.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported during the coil embolization treatment, as the coil was advanced through the catheter. It was observed to have stretch and unintentionally detach from the delivery pusher. The catheter was removed leaving the destination sheath insitu. The unraveled proximal end of the coil was visible within the destination sheath and a 4fr snare device was used to successfully remove the coil from the patient. The catheter was flushed prior to coil advancement and the coil prepped as per IFU, at no point was resistance felt upon advancing the coil. There was no report of harm or injury to the patient.